Event description:
The customer reported that the insulin pump alarmed motor error, failed battery test, no power and motor position encoder error. Customer stated she had magnetic resonance imaging and she did not take off the insulin pump. Troubleshooting was done. It was found in the history that the insulin pump alarmed bad battery, no power, and motor position encoder error. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to confirm error alarm in alarm history due to history file was overwritten. No bad battery, failed battery test or off no power alarms noted after battery change. The insulin pump was unable to perform operating currents test due to motor error alarm. The insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).